Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2005, cd2257-40 st jude ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead pulled back/ dislodged into the main coronary sinus and exhibited no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.